Event description:
An asp account executive reported a customer who was complaining of fumes from cidex opa and reported human reactions. The customer reported that there might be thirty or more employees that were affected. The evening staff and the night staff are having more issues than the day staff. He reported they changed the diffuser over the air conditioning unit so they could get more air in the room. They found a floor drain in the room and it was flushed to remove any fumes from the drain. It was reported that they were working on the room ventilation. He reported also that they discovered small spill under a unit and it was cleaned up. This was when they discovered the drain area. The customer reported that one of the reported 30 or more employees experienced skin reaction, headache, and eye irritation. The employee did not seek medical attention or require treatment. Per account executive, cidex opa was being used with a custom ultrasonics (cu) reprocessor and a cu tech serviced the facility. It was also reported that the room was not properly ventilated.

Manufacturer narrative:
Reference mdrs: 2084725-2008-00613, 2084725-2008-00615, 2084725-2008-00616, 2084725-2008-00617, 2084725-2008-00618, 2084725-2008-00619, 2084725-2008-00620, 2084725-2008-00621, 2084725-2008-00622, 2084725-2008-00623-2084725-2008-00624, 2084725-2008-00625, 2084725-2008-00626, 2084725-2008-00627-2084725-2008-00628, 2084725-2008-00629, 2084725-2008-00630, 2084725-2008-00631, 2084725-2008-00632, 2084725-2008-00633, 2084725-2008-00634, 2084725-2008-00635, 2084725-2008-00636, 2084725-2008-00637, 2084725-2008-00638, 2084725-2008-00639, 2084725-2008-00640, 2084725-2008-00641, 2084725-2008-00642.